Event description:
It was reported that when the patient had electrocautery performed on the scalp, the patient experienced a "flickering in vision," which went away when the physician stopped the procedure. The patient's therapy was "working as intended." No further details, patient symptoms or outcome were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).